Manufacturer narrative:
The lot number was not provided and lot history review could not be performed. The device was not returned for evaluation. However, medical records were provided and reviewed. The investigation is inconclusive for difficult to remove, malposition of device, and patient device interaction problem. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicated that model dl900f vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. This information was received from one source. The malfunction involved a male patient with no reported consequences. No other patient information was provided.